Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back to get x-ray compatibility information and reported that the doctor wanted to do an x-ray of the front and back pelvis to see if the lead wire was bent. The patient saw primary care doctor yesterday. The doctor followed down the lead with their finger and could feel where the lead was bent. The patient said the unit was working and everything was working great. The patient said about a week after it was implanted they were reaching for a glass of water and it was wet and their hand slipped. They went to reach again before the glass hit the floor and they felt a zap or a zip where the lead is. The glass fell on the floor but the patient did not fall.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2a26a, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient thought the lead wire is broken. They thought it 'popped' and they felt a sting and a soreness beside their tailbone. They turned stimulation down and the soreness went away. Now they wanted to turn stimulation back up. They increased amplitude on the call. They were going to monitor symptoms and follow up with their doctor as needed. They confirmed the therapy was working well to resolve their symptoms, stating it is a 'god send'.